Event description:
Customer reported that the pump touchscreen was cracked and shattered, making it unresponsive and illegible. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer reverted to using an alternate method of insulin therapy.